Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: (B)(4): the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to collect new wavelet template with the superior vena cava (svc) vector. Additionally the right ventricular (rv) lead exhibited high right ventricular and svc coil impedance. The lead was abandoned and replaced. The ICD remains in use. No patient complications have been reported as a result of this event.